Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6. Proposed component code: mechanical (g04)- impactor. Visual examination of the provided pictures identified the impactor has fractured/cracked. No further evaluation could be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Attempts have been made to gather all product identification information, and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: component code: impactor the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the liner impactor broke during use while impacting the liner into the shell. There is no further information available at the time of this report.